Event description:
It was reported that an error for battery failure was found in the log. There was no patient involvement. It was determined that the battery needed to be replaced. The battery was replaced, and all subsequent tests passed. Based on information provided and/or service performed, the customer's alleged complaint was confirmed. The part has not been received so the root cause at component level cannot be confirmed.